Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after having a mammogram procedure, they were experiencing discomfort and that their scar is still relatively new. The patient also reported that they thought the implantable pulse generator (ipg) had issues with transmission. The ipg remains in use. No patient complications have been reported as a result of this event.